Event description:
In 2009, the pt reported that for the last few days she has had elevated blood glucose readings up to 300-400 mg/dl. She stated, her doctor adjusted her basal rates on friday but she is still experiencing some elevated readings. She has received occlusion errors on her insulin infusion device which she clears by changing her tubing but within an hour she receives another occlusion error. Her current blood glucose is a little over 200 mg/dl. To troubleshoot, the pt was instructed to disconnect from her site and prime. No occlusion occurred. The pt reconnected to her site and placed her device in run without error. She stated she is starting to have some absorption problems and she has not changed her adapter in a while. The pt said she changes her site every 3-4 days and uses her tubing longer than 6 days. She was advised to change her site every 3 days, tubing every 6 days and adapter every 10th cartridge change. Courtesy infusion sets and a guide to infusion site management were sent to the pt. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
Results - no product will be returned for evaluation.